Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, as a result of the implant, the patient suffered incontinence, infections, dyspareunia, bleeding, pelvic pain and vaginal pain which required removal and corrective surgical procedures and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.